Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 37791, lot# serial# unknown, product type: recharger. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient (pt) had an issue with the antenna. It was mentioned that the pp would connect with the ins but the implantable neurostimulator recharger (insr) would not. The pt mentioned that the stimulation was currently off and he was in pain. The pt was transferred to repair and the antenna was replaced. An out of box failure was not reported. No further complications were reported.